Event description:
A customer reported that their pump displayed cgm error 42, even after a complete pump reset performed under guidance from technical support. There was no adverse impact to the customer¿s blood glucose level noted. Technical support arranged for a pump replacement and provided instructions for the customer to return the malfunctioning pump using a pre-paid label within 10 days.